Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, customers blood glucose level displayed "high" and had trace ketones present. Customer administered manual injection to resolve elevated glucose level and changed supplies to resume insulin therapy.